Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 10:47 pm, while wearing the lifevest. The patient's passing was due to septic shock, and was not cardiac related. It was also reported that the device was alarming.   Per clinical review of the available ECG data, an arrhythmia was detected two times from 22:28:37 to 22:29:26. ECG shows an idioventricular rhythm at 90 bpm degrading to ventricular fibrillation (vf) with CPR/motion artifact. The patient was in vf with CPR/motion artifact from approximately 22:29:41 until the device shutdown at 22:47:16 on (B)(6) 2020. The device properly detected vf. However, CPR/motion artifact prevented the lifevest from treating the patient. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.